Event description:
It was reported that the patient with this right atrial (ra) lead experienced pocket erosion. The device was visible on the site. All available information indicates that, as of this time, the pacemaker with the right ventricular (rv) lead and right atrial (ra) lead remains in service. No additional adverse patient effects were reported. The ra lead was not returned for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).